Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine office visit, the right ventricular (rv) lead exhibited diminished r waves/undersensing and ri sing thresholds. The patient was admitted and underwent defibrillation threshold testing (dft). During the dft, the cardiac resynchronization therapy defibrillator (crt-d) undersensed the low r waves and the patient required external shock for rescue. The rv lead was repositioned, and post revision the dft was successful. The lead remains in use. No patient complications have been reported asa result of this event.